Manufacturer narrative:
Additional information there was no intervention required for the removal of the device and the device was safely removed from the patient. Stent struts (head) was exposed/visible on removal. Product analysis the device was returned with the lock pin mechanism loosened and a portion of the stent was observed to be exposed, the device was identified from the strain relief as 120mm, approx 10mm of the stent was exposed from the device, the blue outer sheath was detaching from the strain relief area of the device, the area of detachment was examined, and it seem that sheath had detached from the strain relief area connected to stainless steel push rod, a 20cc water filled syringe was used to flush the device through both the annual spaces, it couldn¿t flush through both the spaces. An in-house 0.035¿ guidewire was used for guidewire loading check, and it couldn¿t advance through the device. The stent could not be deployed by advancing the push grips. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral stent procedure using the stent protege ef, a patient with chronic total occlusion (100% stenosis) of the mid superficial femoral artery with moderate calcification experienced a deployment issue. The stent was only partially deployed, and after the tip was released, further deployment was not possible. The stent was removed and replaced with a new stent to complete the procedure. No patient complications have been reported as a result of this event.